Event description:
Int'l affiliate reports the valve did not function. Cerebrospinal fluid is reported to have flowed subcutaneously beside the catheter. The valve was explanted in 2001, but not reported to codman until 9 months after event.